Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had motor error alarm on their insulin pump. No further information provided.